Event description:
During surgery the insulation on the wire from the bovie pencil, which is attached to the bovie machine, was broken by a towel clip. As the bovie machine was used, the cautery traveled from the pencil through the towel clip and then to the patient's skin surface. There was a towel between the patient and the towel clip so injury was decreased. The patient sustained a burn to right upper thigh.